Event description:
It was reported that pixels in pump touch screen were not displaying correctly. There was no adverse impact to customer's blood glucose. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.